Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "product broken." No other information was provided. Additional information provided 03/15/2024: it was reported, "in patient vessel when failure happened. While placing under ultrasound, guidewire was advanced (without difficulty) and when advancing catheter, it was not able to advance. Catheter retracted to check for tip placement. Guidewire retracted as well. Tip placement confirmed. Guidewire re-advanced without difficulty. When re-advancing catheter the same issue was noted. When removing catheter and needle as a failed attempt, it had to be pulled/forced out (like a barb) to be able to remove the needle from the patients arm."

Event description:
It was reported, "product broken". No other information was provided. Additional information provided on 03/15/2024: it was reported, "in patient vessel when failure happened. While placing under ultrasound, guidewire was advanced (without difficulty) and when advancing catheter, it was not able to advance. Catheter retracted to check for tip placement. Guidewire retracted as well. Tip placement confirmed. Guidewire re-advanced without difficulty. When re-advancing catheter the same issue was noted. When removing catheter and needle as a failed attempt, it had to be pulled/forced out (like a barb) to be able to remove the needle from the patients arm".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter insertion resulting in catheter damage was confirmed but the cause is unknown. A single photograph of the implicated powerglide catheter was returned for evaluation. The guidewire push-off button and catheter wings were in the non-advanced position on the deployment device. It was difficult to discern from the photograph the exact location of the guidewire as it appeared there were two dark wire-like objects: one which was bent to the side of the needle and appeared to protrude through the flash groove in the needle cannula and another that appeared to protrude from the distal end of the catheter. It is unknown which object is the guidewire or if the guidewire contained damage causing the coil and core wire to separate. The catheter was still on the deployment device but had been damaged. It appeared that the catheter had either been perforated or split, allowing it to feed off of the needle at an angle. A high-resolution view of the catheter damage was not provided, so the features of the damage could not be discerned. Possible contributing factors for the difficult insertion could include insertion technique, product dimensions, advancement of the catheter against resistance, or reinsertion of the needle. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter advancement was confirmed and found to be use related. The product returned for evaluation was one 20g powerglide pro device. A gross visual inspection of the returned device found that the catheter tubing was pierced through by the needle. Blood residue was observed throughout the device indicating that the reported event occurred during use. Additionally, a portion of the guidewire was threaded through the catheter which indicated that the spear through occurred during or after the catheter was being threaded over the guidewire. Microscopic inspection of the catheter found that a second v-shaped tear was present distal of the spear through location. A needle spear through may occur in the clinician setting if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing.

Event description:
It was reported, "product broken." No other information was provided. Additional information provided 03/15/2024: it was reported, "in patient vessel when failure happened. While placing under ultrasound, guidewire was advanced (without difficulty) and when advancing catheter, it was not able to advance. Catheter retracted to check for tip placement. Guidewire retracted as well. Tip placement confirmed. Guidewire re-advanced without difficulty. When re-advancing catheter the same issue was noted. When removing catheter and needle as a failed attempt, it had to be pulled/forced out (like a barb) to be able to remove the needle from the patients arm."